Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implanted clip (81226u180) is filed under a separate medwatch report.

Event description:
This is filed to report leaflet injury (90214u135). It was reported that the mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) (81226u180) was advanced to the mitral valve, however the leaflets were difficult to grasp due to the anatomy. Several grasping attempts were performed, and the leaflets were able to be grasped. A total of three clips were implanted, reducing mr to 1. On (B)(6) 2019, prior to discharging the patient, echocardiogram was performed. It was noted that the clip (81226u180) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 2+. On (B)(6) 2019, mr was noted to be grade 4+. A second mitraclip procedure was attempted. The first clip could not grasp the leaflets and was not implanted. It was removed without issue. A second clip (90214u135) was advanced to the leaflets. Grasping was difficult, but the leaflets were grasped; however, there was difficulty maintaining leaflet capture and leaflet injury occurred. The clip was not implanted and was removed. Mr remained at 4+. On (B)(6) 2019, mitral valve replacement surgery was performed. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. Reported patient effect of tissue damage, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated, and it is likely that procedural conditions influenced the reported difficulties. There is no indication of product quality issue with respect to manufacture, design or labeling.